Manufacturer narrative:
G4: 19oct2020; b4: 09nov2020. The power membrane overlay assembly was returned for evaluation. It was determined that the broken trace on the alarm (red) light emitting diode (led) caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25aug2020. B4: 26aug2020. The service technician confirmed the power switch overlay was replaced then the phenomenon was improved. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26jun2020. B4: (B)(6). The service technician confirmed the check ventilator: alarm led (light emitting diode) failed occurred in the repair center and an occurrence record(s) of the alarm was also confirmed in the diagnostic report (drpt). The power switch overlay needs to be replaced and repair will be performed after the quotation is approved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported alarm light emitting diode (led) failed. The customer indicated the alarm led failed alarm had sounded during a pre-use check. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.